Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the problem was identified during the surgical procedure. The procedure was carried out using robotic technology, whilst maintaining the system¿s original configuration. The temperature in the operation room was lowered in an effort to minimize the system¿s heating and ensure the procedure could continue safely. The patient did not suffer any harm or injury as a result of the incident.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse cleaned the personality module surgeon console (pmsc) fan and the function returned to normal. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to obstruction of the pmsc fan.

Event description:
It was reported that the customer contacted technical support to report error 5. The technical support engineer (tse) reviewed the system error logs and determined the personality module surgeon console (pmsc) fan was not working. Troubleshooting steps were completed, but the issue persisted. There was no report of patient involvement or patient injury.